Event description:
Abbott whisper ms guide wire used during an ICD procedure broke or sheared off into the right atrium and required retrieval. Retrieval successful and pt remained stable throughout the retrieval.